Manufacturer narrative:
The field service engineer (fse) was at the customer site on 02/22/2016. The fse did not observe a leak but observed that the cannula pump motor was making loud noises during system operation. He removed and replaced motor. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that when the probe on the iq200 system retracts after sampling, it continues to drip. The dripping is approximately 1 ml in volume. The customer was wearing gloves at the time the leak was observed. There was no exposure to mucous membranes or open wounds.